Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during a orif (open reduction and internal fixation) of a distal radius surgery, screws were being placed into the dorsal spanning plate. During this process, the distal tip of the drill bit broke off into the patient. It is unclear if the debris was removed from the patient.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. Please also note the correction to h6 clinical codes. The reported event could not be confirmed, since the device was not returned, and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More information, affected device as well as patient information must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that during a orif (open reduction and internal fixation) of a distal radius surgery, screws were being placed into the dorsal spanning plate. During this process, the distal tip of the drill bit broke off into the patient. It is unclear if the debris was removed from the patient.